Manufacturer narrative:
(B)(4). This is a report of a use error, where the care giver only replaced the cassette and did not replace the solution bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the home choice machine, it was reported the care giver (cg) had replaced the cassette without adding new solution bags. The technical service representative advised the cg of proper procedures, explained that the setup was compromised, and assisted the cg in ending therapy. The patient would complete therapy using all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.